Event description:
Info received indicates that pump constantly free flows when the set attaches during testing.

Manufacturer narrative:
Investigation found that pump showed impact bent platen causing free flow and pump failed 40 psi test. Platen was replaced to resolve the issue.